Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The xience pro is currently not commercially available in the us.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The inflation issue was able to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was treating a non-tortuous, non-calcified lesion in the left anterior descending coronary artery. After pre-dilatation, the 2.25x12mm xience prox stent delivery system (sds) was advanced and pressurized; however, the device only partially inflated to 4-6 atmospheres and then lost pressure. Multiple attempts to inflate were made with the same outcome. The device was removed from the anatomy and another 2.25x12mm xience prox sds was used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.